Event description:
On 01/19: customer reports via phone that staff experienced a fluoro loss but, did not provide any procedure or pt info. Customer did not know if an injury had occurred as a result of the failure. Customer stated they have back-up capabilities. System is currently functioning as expected no reported issues.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental will be submitted.